Event description:
Journal reference: york mk, dulay m, macias a, et al. Cognitive declined following bilateral subthalamic nucleus deep brain stimulation for the treatment of parkinson's disease. J neurol neurosurg psychiatry. 2008; 79(7): 789-795. We investigated the cognitive and psychiatric outcome 6 months after bilateral subthalamic nucleus deep brain stimulation (dbs) for the treatment of parkinson's disease (pd) using a disease control group. Twenty three patients who underwent dbs were compared with 28 medically treated patients with pd at baseline and at 6 months for neuropsychological measures. Reportable event: one patient who did not return for their 6 month follow-up due to psychological distress was not included in these analyses. The first patient was a man, diagnosed with pd 7 years earlier, who committed suicide 4 months after his dbs surgery. He did not have a history of psychological distress or suicidal ideation prior to surgery. See mfg report 2182207200805638.